Event description:
Bubble shaped pressure points at the heating points of the patch. (Blister) [blister]; rash [rash]. Case description: this is a spontaneous report from a contactable pharmacist received via (B)(4). A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced rash and bubble shaped pressure points at the heating points of the patch (blister) on an unspecified date with outcome of unknown. Patient used the patch correctly and kept it for 8 hours. The action taken in response to the events for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event bubble shaped pressure points at the heating points of the patch (blister) as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of rash is non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event bubble shaped pressure points at the heating points of the patch (blister) as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of rash is non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Bubble shaped pressure points at the heating points of the patch. (Blister) [blister], rash [rash], an allergic sensitive reaction to the patch [hypersensitivity]. Case description: this is a spontaneous report from a contactable pharmacist received via medinfo. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2016 for back pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient reported she experienced a rash over the entire surface that was covered by the patch and has bubbly-like pressure points at the heating points of the patch. The patient used the patch correctly and kept it on for 8 hours. At the time of follow-up, the events were better but the skin was still red. It was clear the patient had an allergic sensitive reaction to the patch and that the patch was the cause for the event. There was only redness and induration on the location of the patch and the pressure points. No other etiologic factors were known. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included flamigel (which is hydro-active colloid gel-bandage containing acid hydrocolloid with arginine as activator). Clinical outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from a contactable pharmacist includes: patient data, suspect product start date, suspect product indication, reaction data (additional event of allergic reaction), event onset date, therapeutic measures taken and events outcome. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event bubble shaped pressure points at the heating points of the patch (blister) as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of allergic reaction and rash are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event bubble shaped pressure points at the heating points of the patch (blister) as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of allergic reaction and rash are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term]. Bubble shaped pressure points at the heating points of the patch (blister) [blister], rash [rash], an allergic sensitive reaction to the patch [hypersensitivity]. Narrative: this is a spontaneous report from a contactable pharmacist received via medinfo. A 41-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2016 for back pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient reported she experienced a rash over the entire surface that was covered by the taped area of the patch and had bubbly-shaped pressure points from the warming points in the patch (blister). The patient used the patch correctly and kept it on for 8 hours. At the time of follow-up, the events were better but the skin was still red. It was clear the patient had an allergic sensitive reaction to the patch and that the patch was the cause for the event. There was only redness and induration on the location of the patch and the pressure points. No other etiologic factors were known. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included flamigel (which is hydro-active colloid gel-bandage containing acid hydrocolloid with arginine as activator). Clinical outcome of the events was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received. Follow-up (03feb2016): new information received from a contactable pharmacist includes: patient data, suspect product start date, suspect product indication, reaction data (additional event of allergic reaction), event onset date, therapeutic measures taken and events outcome. Follow-up (18jul2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts possible. No further information expected. Follow-up (24jun2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 24jun2020.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received.